Event description:
Device report from depuy synthes reports an event in canada as follows: it was reported that while inserting some very long expedium polyaxial screws into the iliac crest/sacral area during spine surgery, (9x80mm & 10x100mm) the tips of two screwdrivers stripped and broke due to the sheer force required to insert them into the bone. The surgeon was still able to advance the screw using a small rod inserted into the head of the implant and secured with a set screw along with an anti-torque sleeve which helped rotate the screw forward by forcing the rod around. Surgery was delayed 10min due to the reported event. The procedure was completed successfully. This complaint involves two (2) devices. This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: state: british columbia . H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part #279712400; lot # 0908mi; supplier: (B)(4). Batch1: lot qty of (B)(4) unit were released on 16 apr 2009 with no discrepancies. Batch2: lot qty of (B)(4) unit were released on 09 apr 2009 with no discrepancies. Batch3: lot qty of (B)(4) unit were released on 13 mar 2009 with no discrepancies. Batch4: lot qty of (B)(4) unit were released on 27 feb 2009 with no discrepancies. Batch5: lot qty of (B)(4) unit were released on 27 feb 2009 with no discrepancies. Batch6: lot qty of (B)(4) unit were released on 11 feb 2009 with no discrepancies. Batch7: lot qty of (B)(4) unit were released on 20 jan 2009 with no discrepancies. Batch8: lot qty of (B)(4) unit were released on 15 dec 2008 with no discrepancies. Batch9: lot qty of (B)(4) unit were released on 19 nov 2008 with no discrepancies. No ncrs were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.